Event description:
It was reported the patient received the following results within 15 minutes: "hi" mg/dl (greater than 600 mg/dl) and 180 mg/dl.

Manufacturer narrative:
Product no longer available for return.